Event description:
It was reported, that during a gastrectomy surgery. Could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 12/5/2024. D4.: batch #: (B)(6). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined, that one cecr60b reload was received. The reload was received, partially fired 1/16. And with damage on reload deck. No functional test was performed, due the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path, during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil. And reload jaw to clean any formed, but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use, for more information. As part of ethicon¿s quality process all devices are manufactured, inspected and released to approved specifications. A manufacturing record evaluation was performed, for the finished device batch number (B)(6). And no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed, for the device lot#: e24060007 and no non-conformances were identified.